Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia; bgl was >600 mg/dl [hyperglycaemia], np4 has an issue as patient suspects that the pen doesn't inject the whole dose. [Incorrect dose administered by device]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia; bgl was >600 mg/dl(hyperglycemia)" with an unspecified onset date, "np4 has an issue as patient suspects that the pen doesn't inject the whole dose. (Incorrect dose administered by device)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", the patient height weight and bmi not reported. Medical history was not provided. Concomitant products included - actrapid penfill (insulin human 100 iu/ml) on an unknown date the patient had suffered from hyperglycaemia two days ago while using actrapid insulin due to novopen 4 issue, suspects that the pen doesn't inject the whole dose. The patient's blood glucose (blood glucose) during this time was >600 mg/dl. The patient said there is no issue with the insulin itself and this happened due to np4's issue. Batch numbers: novopen 4: evg6146 . The outcome for the event "hyperglycemia; bgl was >600 mg/dl(hyperglycemia)" was not reported. The outcome for the event "np4 has an issue as patient suspects that the pen doesn't inject the whole dose. (Incorrect dose administered by device)" was not reported. Reporter's causality (novopen 4) - hyperglycemia; bgl was >600 mg/dl(hyperglycemia) : unknown np4 has an issue as patient suspects that the pen doesn't inject the whole dose.(incorrect dose administered by device) : unknown. Company's causality (novopen 4) - hyperglycemia; bgl was >600 mg/dl(hyperglycemia) : possible np4 has an issue as patient suspects that the pen doesn't inject the whole dose.(incorrect dose administered by device) : possible. Se was offered but the patient refused so no further information could be obtained regarding the se report. No further information available. Mir report to regenerate the date of incident was capture according to the initial receipt date.